Manufacturer narrative:
Date of event is estimated.

Event description:
Related manufacturer reference number: 1627487-2022-02692. Related manufacturer reference number: 1627487-2022-02693. It was reported the patients leads displayed high impedance. X-rays determined the issue is being caused by the leads being disconnected from the ipg header. Surgical intervention may be pending to address the issue.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined. During processing of this complaint, attempts were made to obtain complete device and event information.

Event description:
Additional information was received indicating surgical intervention was undertaken wherein the leads were explanted and replaced to address the issue. The ipg remains implanted.